Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. The customer's blood glucose (bg) level reached up to 416mg/dl and a correction bolus was delivered via the pump to address the bg level. During a follow-up, it was confirmed a cartridge change was performed without issue and the customer's bg level had decreased to 286mg/dl.